Manufacturer narrative:
Examination of the returned device does not confirm the observation. The broach handle, when mated with excel broaches, functioned as intended. The instrument locked tightly with no wobble. A search of the complaints databases finds no other reports against the provided product and lot code combination since its release to distribution. No product problem has been identified. Based on the investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Broach handle broke while trying to remove broach, extending the surgical revision.